Manufacturer narrative:
(B)(4).

Event description:
Covidien received a medsun report dated (B)(6) 2016 which described a new tracheotomy cuff was leaking. The physician at bedside to exchange trach with 8 shiley. Cuff checked before placement. After placement cuff inflates and immediately deflated. Got another to replace this one. Checked cuff again on 3rd shiley before placement. Placed 8 shiley inflated cuff, trach ties applied to secure trach. Patient had bleeding and swelling. Next day swelling much improved. No permanent harm. The first tube is referenced on our report 2936999-2016-00428.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). The reported failure of the cuff wont inflate was verified due to a tear /cut in the tracheal tube cuff. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process. Information has been added to the database and complaint trends will continue to be monitored.